Event description:
It was reported that during preparation for a shunt percutaneous transluminal angioplasty treatment procedure a balloon detachment occurred. A non bsc guide wire was inserted through the guide wire lumen of a 2mm x 20mm x 143cm coyote es mr balloon catheter and got stuck. During withdrawal of the non bsc guide wire the balloon of the coyote es mr balloon catheter detached. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a complete separation of the midshaft adjacent to the guidewire exit notch. The appearance of the fractured end of the midshaft may be consistent with separation due to tensile overload. The portion of the device distal to the midshaft separation including the distal shaft, balloon, markerbands and distal tip were not returned for analysis. The confirmed midshaft separation is consistent with a tensile fracture due to forces applied during manipulation of the device. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The confirmed separation is consistent with the reported event, although the balloon bonds were intact and the actual detachment occurred in the mid-shaft component. (B)(4).

Event description:
It was reported that during preparation for a shunt percutaneous transluminal angioplasty treatment procedure a balloon detachment occurred. A non bsc guide wire was inserted through the guide wire lumen of a 2mm x 20mm x 143cm coyote es mr balloon catheter and got stuck. During withdrawal of the non bsc guide wire the balloon of the coyote es mr balloon catheter detached. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).